Event description:
There was no patient involved in this event. This device malfunctioned because it was depleting pad-pak's before the expiry date.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in may 2011, 2009 and performed to specification up to (B)(6) 2011. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring on (B)(6) 2012 and continued up to on (B)(6) 2012. Information obtained from the device indicates that a pediatric-pak had been installed from on (B)(6) 2012 until the last log on (B)(6) 2013. A test pad-pak was inserted into the device, the device powered up and passed an manual self-test. However, the device powered up with a "child patient" prompt with an adult pad-pak installed. This would indicate a fault with the reed switch. Visual inspection revealed evidence of corrosion on the membrane tail which caused the multiple manual power-ups and would result in the device depleting pad-pak's before the expiry date. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.